Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.

Event description:
It was reported by the patient that the omnipod 5 controller's battery was swollen and damaged the screen. It was noted that the battery was heating up even though it was not on the charger.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported battery failure. Lot release records were reviewed and the product lot met all acceptance criteria.